Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition board and the o2 solenoid valve. Failure analysis on the returned data acquisition board shows that the data acquisition board was tested and no failures were identified. The o2 solenoid valve was not returned to the for failure analysis.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with o2 device failed and o2 not available occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.